Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The technician was carrying a container of 5% acid solution to the architect when it was accidentally dropped and splashed her face and both eyes. The technician was not wearing safety goggles at the time. She went to the emergency room but was transferred to another hospital. She was diagnosed with bilateral chemical conjunctivitis in her eyes and superficial burns on her face. Any treatment of an eye for injury or exposure to biohazardous / potentially biohazardous material beyond flushing of the eye with water is considered an adverse event. There was no additional patient information provided.

Manufacturer narrative:
The customer reported an incident where the technician was carrying a container of 0.5% acid wash solution to the architect analyzer when it was accidentally dropped and splashed her face and both eyes. The technician was not wearing safety glasses. A review of customer complaints did not identify any trends or any other customer complaints for this issue. A review of manufacturing documentation did not identify any issues associated with the customer's complaint. A review of product labeling shows that adequate instruction on the use of personal protective equipment (ppe) and extensive handling instructions for the acid wash solution is provided. First aid instruction is provided as well as advice that any exposure, or effects of exposure, be followed up by a medical physician. The technician did not use the required eye protection prior to handling the acid wash solution. Based on this investigation, neither a malfunction nor a deficiency was identified for the acid wash, lot 66568un15. Correction to concomitant medical products from lot unknown to lot 66568un15.

Manufacturer narrative:
On (B)(6) 2016 it was confirmed that the technician dropped a 0.5% acid solution. Correction. Adverse event or product problem; . Describe event or problem from: the technician was carrying a container of 5% acid solution to the architect when it was accidentally dropped and splashed her face and both eyes. To: the technician was carrying a container of 0.5% acid solution to the architect when it was accidentally dropped and splashed her face and both eyes. Also update the following wording as it was redundant -from: she was diagnosed with bilateral chemical conjunctivitis in her eyes and superficial burns on her face. She was diagnosed with bilateral chemical conjunctivitis and superficial burns on her face.

Event description:
The technician was carrying a container of 0.5% acid solution to the architect when it was accidentally dropped and splashed her face and both eyes. The technician was not wearing safety goggles at the time. She went to the emergency room but was transferred to another hospital. She was diagnosed with bilateral chemical conjunctivitis and superficial burns on her face. Any treatment of an eye for injury or exposure to biohazardous / potentially biohazardous material beyond flushing of the eye with water is considered an adverse event. There was no additional patient information provided.